Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. During troubleshooting on-site, field service engineer found out that multiple start tests errors were displayed on the patient circuit. In addition, the compressor failed to start. Due to observed compressor damage, no repair of the device could be possible. A replacement unit has been requested. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t could not cool during a procedure and the acoustic alarm fuse tripped. There was no report of patient injury.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the reported event did not occur during the procedure and that it occurred during the testing phase from perfusionist before the procedure. Reportedly, the compressor did not start, so there was no cooling of the tank volume. After a few seconds, the circuit breaker of the room (wall outlet, where the hc3t was connected) was blown out. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.